Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the vacant ipg sites (related manufacturer reference number 1627487-2025-00576, 1627487-2025-00577) the new ipgs were relocated 10 cm superior from the original pockets however, the infection persisted after new ipgs were implanted. Surgical debridement was performed on both ipgs sites on (B)(6)2025 and patient was treated with intravenous antibiotics. Surgical intervention was undertaken wherein one ipg was explanted to address the issue.

Manufacturer narrative:
A patient experienced an infection at the vacant ipg site(s) was reported to abbott. The new ipgs were relocated 10 cm superior from the original pockets however, the infection persisted after new ipgs were implanted. Surgical debridement was performed on both ipgs sites and patient was treated with intravenous antibiotics. Surgical intervention was undertaken wherein one ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.